Manufacturer narrative:
It was reported that on (B)(6) 2026, "my customer has a pack with a stryker smoke evac pencil. The item burned one of their patients today". Customer contact stated a "facia wound noted next to knee incision on supralateral aspect of knee. Wound closed by surgeon". The patient was reported to be "recovering". No additional details are available related to the customer reported issue. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, "my customer has a pack with a stryker smoke evac pencil. The item burned one of their patients today".